Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. The patient was experiencing pain throughout the entire procedure. The procedure was completed in the physician's clinic without any other problems and the patient went home. The patient returned to the clinic 2-3 hours later and was given morphine for her pain. The surgeon opines that the patient experienced pain because there was not an appropriate pain management protocol implemented. Currently, the patient is fine.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.